Event description:
Shortly after a trial implant procedure, the pt reported nausea and vomiting. The surgeon believes the antibiotics prescribed to prevent infection during the trial may be the source of the reported issue. The pt is reportedly doing better.

Manufacturer narrative:
The explanted leads were discarded by the medical facility will not be returned for evaluation.